Manufacturer narrative:
Ps379045, section b5 describe event or problem has been corrected to: a distributor reported on behalf of a healthcare facility in japan, via a fisher and paykel healthcare (f&p) field representative, that "there was a water leak from the rt330 circuit near the connector to the chamber port" during use. Method: the complaint rt330 optiflow junior tubing kit was returned to fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected. Results: visual inspection revealed no damage to the outer clear tubing of the returned breathing circuit. Conclusion: we were unable to determine what may have caused the leak as reported by the customer. The customer stated that "there was a water leak from the rt330 circuit near the connector to the chamber port". It is possible that water droplets on the tubing might have originated from water that was spilled over the tubing, e.g. When changing the waterbag. All rt330 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt330 optiflow tubing kit state the following: check that all connections, caps and/or plugs are tight before use patient monitoring is recommended.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher and paykel healthcare (f&p) field representative, that "there was a water leak from the rt330 circuit near the connector to the chamber port" during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint rt330 optiflow junior tubing kit is currently en route to fisher & paykel healthcare (f&p) in (B)(6) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher and paykel healthcare (f&p) field representative, that the tubing of a rt330 optiflow junior tubing kit was found leaking during use. There was no reported patient consequence.